Manufacturer narrative:
It was reported that hip revision surgery was performed. During the revision, the modular head and sleeve were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the modular head and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the sleeve. Similar complaints have been identified for the modular head and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue.review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. Without the medical details of the reported issue, failure modes and reason for revision involved in this complaint, a specific risk management review for the devices cannot be performed. No medical records or evidence of have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification has been made that all medical documentation has provided this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision hip surgery was performed due to pain. Explanted head and sleeve.